Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: 3003898360-2025-00394, 3003898360-2025-00395 and 3003898360-2025-00400.

Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - info not provided" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: (B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. The bottom component and rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. Upon functional testing, the first staple fully formed and released in the air. The remaining staple correctly fired in the skin pad. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300739 was manufactured on 08/21/2023 with a total of (B)(4) pieces. Lot was released on 09/06/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.